Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 experienced repeated failures, occurring up to seven times consecutively and impacting timely medication retrieval. Upon investigation, the drawer failed once with a "drawer will not close" error and once with a "drawer will not open" error; however, the drawer opened and closed without any observable issue during both instances. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer found damage was on the retractor bands, and both halves were replaced. The row board cable was reseated at the drawer board, and the cabinet was rebooted. The system functioned as intended after the field service engineer repaired the device.